Event description:
It was reported that following a laparoscopic gastric bypass procedure with liver biopsy, there were bleedings in the evening of the op-day out of the jejunojejunostomy. Procedure had a lot of dissecting is done with harmonic scissors ad well as the enterotomies; jejunojejunal enterostomy is performed with endocutter with white cartridge, the enterotomy is closed with vicryl. Forming of gastric pouch is done as above with usage of harmonic scissors for coagulation of venous bleedings. Closure of gastrotomy with v-loc. Meticulous hemostasis. No leaks; gastrojejunal anastomosis as above, resection of jejunal part which carries the enterotomy and reconnection with endocutter with white cartridge; small oozing bleeding from recent stapler line which ceases after placement of 2 clips. Leak test through gastric tube next to gastrojejunostomy is negative. Small bleeding from staple line of stomach remnant which is stopped with clips. Biopsy of liver is taken and excision site treated with monopolar diathermy for hemostasis. At the moment we haven´t got any information available with respect of onset of secondary bleeding symptoms and findings during the necessary revisional operations.

Manufacturer narrative:
(B)(4). Information unavailable.